Event description:
It was reported that the right ventricular (rv) lead impedance was greater than 200 ohms for both of the high voltage coils. The rv lead also had noise and a suspected high voltage conductor coil fracture. It was noted that pacing and sensing were within normal limits. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).